Event description:
On (B)(6) 2010, in pre-op evaluation, the pt showed signs of stenosis at the above adjacent levels and was scheduled for a decompression surgery. The pt had a previous instrumentation of l5-s1 with pedicle screws and tlif spacer in (B)(6) 2010. During intra-operative imaging, there appeared to be a slight radiolucency at the junction of the spherical head and shank of both of the s1 screws. Upon inspection, it appeared that both screws had fractured completely through the shank but had not migrated. The screws were subsequently removed. Upon further examination, it was noted that the pt had not fused at l5-s1. The remaining portion of the initial construct was removed except for the tlif cage, followed by the planned decompression. The pt was then instrumented from l4 to the ilium with a tlif cage at l4-l5 and screws and rods.

Manufacturer narrative:
No device returned for evaluation.